Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician selected a fusion lithotripsy extraction basket. The basket was advanced through the endoscope and into position inside the bile duct. With the basket in position, the user could not extend the basket from the outer catheter. The basket was moved back into the area of the duodenum. At this time, the user noticed the tip of the basket was not present. The location of the basket tip is unknown. The basket was removed from the patient and another device was used to complete the procedure. The user is unsure if the basket tip remained inside the patient or was removed with the stones. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
The specific lot number could not be provided by the initial reporter. After review of the initial reporter's order history, we can advise the lot number is either w2542599 or w2605693. The expiration date is either 06/10/2011 or 10/23/2010. The device manufacture date is either 06/10/2008 or 10/23/2008. Evaluation: we could not confirm the report because, the product said to be involved was not returned to cook endoscopy for evaluation. The possible lot numbers of the product said to be involved were used to review the device history records. After a review of the device history records for the possible lots, we can report no discrepancies or anomalies were noted. We could not conduct a sample test from these lots because none of the product from these lots remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. There have been no other reported occurrences of basket tip detachment. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is remote. Conclusions: we could not conduct a complete investigation because, the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all fusion lithotripsy extraction baskets are subjected to a visual and functional inspection to ensure device integrity. The functional test includes extending the basket from the outer sheath and ensuring security of the basket tip. A review of the device history record for the possible lot numbers confirmed that the lots met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this review, no further action is warranted at this time. The observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Quality assurance will continue to monitor for complaint trends.